Manufacturer narrative:
There have been multiple attempts to receive further information regarding the device; the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow aspect, and into the orifice. Host tissue was moderate to heavy at both the stent inflow and outflow, fusing leaflets 1 and 2 at the commissure and leaflets 2 and 3 at the commissure. Host tissue restricted mobility in the leaflets and led to stenosis. Minimal calcification was observed in the cusp areas of two leaflets. Thickened and swollen tissues were observed on all three leaflets at all three commissures. Hematoma was observed on two leaflets. The x-ray demonstrated calcification and distortion of the commissure's wireform. Commissure wireform was exposed on the outflow aspect; these damages are likely due to explant. The explanted device was returned to edwards for analysis and the customer report of stenosis secondary to pannus overgrowth could be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic valve was explanted after an implant duration of eight (8) years, seven (7) months due to prosthetic valve stenosis. This was replaced with a 23 mm pericardial bioprosthesis. There were no reported adverse patient effects.